Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) discussed in clinic evaluation. The field representative noted this patient was asymptomatic and could not come into the office for interrogation due to transportation issues. This lv lead remains in service. No adverse patient effects were reported.